Event description:
The customer reported that the device fails the shock button test in operational check. There was no patient involvement; this occured during testing.

Manufacturer narrative:
(B)(4). The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.